Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements. Ra pace impedances were evaluated in both unipolar and bipolar configurations and both measurements were greater than 3,000 ohms. The patient was sent for a chest x-ray and was scheduled for a lead revision. Additional information received indicated that the chest x-ray was inconclusive; there were no signs of lead dislodgement or lead fracture. As a result, the physician chose not to go through with lead revision. The device was reprogrammed to vdi, turning off pacing on the ra lead. The physician will continue to monitor the patient, and will evaluate the need for further action at a later time. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received that ra lead exhibited pace impedance measurements of greater than 3,000 ohms. It was noted that the ra lead would not sense or pace in bipolar or unipolar configuration. The lead was surgically abandoned and replaced. The new lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements. Ra pace impedances were evaluated in both unipolar and bipolar configurations and both measurements were greater than 3,000 ohms. The patient was sent for a chest x-ray and was scheduled for a lead revision. Additional information received indicated that the chest x-ray was inconclusive; there were no signs of lead dislodgement or lead fracture. As a result, the physician chose not to go through with lead revision. The device was reprogrammed to vdi, turning off pacing on the ra lead. The physician will continue to monitor the patient, and will evaluate the need for further action at a later time. The lead remains in service at this time. No adverse patient effects were reported.